Event description:
The dr. Has informed that the talus screw goes from outside of the nail. It skids from the lateral wall of the talus and goes outside the nail. The incident date is a tentative date since the exact date is not known, this lead to a delay in procedure greater than 30 minutes.